Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. The noise was felt to be related to myopotentials. Additionally, the smartpass feature was noted to have disabled. The sensing vector was reprogrammed to alternate. Subsequently, an additional inappropriate shock was delivered due to t-wave oversensing. The patient was admitted to the hospital and further options were being considered. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the primary sensing vector was reprogrammed to secondary and the patient was placed on restricted activity and discharged. The patient was described as being mentally exhausted. The physician was considering the option of replacing this system with a transvenous system. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. The noise was felt to be related to myopotentials. Additionally, the smartpass feature was noted to have disabled. The sensing vector was reprogrammed to alternate. Subsequently, an additional inappropriate shock was delivered due to t-wave oversensing. The patient was admitted to the hospital and further options were being considered. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the primary sensing vector was reprogrammed to secondary and the patient was placed on restricted activity and discharged. The patient was described as being mentally exhausted. The physician was considering the option of replacing this system with a transvenous system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. The noise was felt to be related to myopotentials. Additionally, the smartpass feature was noted to have disabled. The sensing vector was reprogrammed to alternate. Subsequently, an additional inappropriate shock was delivered due to t-wave oversensing. The patient was admitted to the hospital and further options were being considered. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.